Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during two routine hemodialysis treatments which the operator was unable to resolve. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. Review of the cycler treatment log shows there was no apparent effort by the operator to manually recover from the air alarms as instructed in the user's guide. Further review of the log file indicated that multiple venous pressure alarms occurred after the venous air alarm, indicating that clotting of the circuit may have occurred. No problem was found with the returned cycler. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.